Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 48 mg/dl. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue and customer was unaware pump would still deliver insulin based off of personal profile settings. Customer required assistance from partner to treat bg via being awoken and consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.